Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a double lumen peripherally inserted central venous catheter broke near the clamp. No details relating to the initial implant date were provided. The circumstances and handling conditions at the time of event were not provided. The device was completely explanted and replaced with a new device. No further information was provided. The device is available for evaluation however it has not been received by the manufacturer as of the date of this report.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, instructions for use (IFU), specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the tubing has a 3 mm diagonal cut that is 13 cm from the hub of the device. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.